Event description:
Reportedly, during implantation attempt, the ventricular lead was used but the screw came loose several times. The lead was not implanted and a new one was used.

Manufacturer narrative:
Summary of the investigation: the manufacturing process was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the reported issue. The screw mechanism and the screw length were within the specification. The x-rays performed show that all the components were free from any damages. Based on the available data and the investigation results a lead issue is not suspected to be related to the reported issue. This case is retained and utilized for trending purposes. For more details, please refer to the attached report analysis.

Event description:
Reportedly, during implantation attempt, the ventricular lead was used but the screw came loose several times. The lead was not implanted and a new one was used.